Manufacturer narrative:
The device was returned to zoll medical (B)(6) service department. The reported malfunction was observed and attributed to a system interconnect flex cable that was not properly seated. The cable was replaced to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device's screen turned completely white and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.